Event description:
Reporter alleged obtaining discrepant blood glucose results of 304 mg/dl and 352 mg/dl on the compact plus sys compared back to back with a result of 167 mg/dl on the paramedic's sys when testing was performed within 10 minutes. Reporter stated she called the paramedics after obtaining the readings on her device. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.